Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, battery out limit and weak battery. The customer's blood glucose reading was unknown. The customer stated that the battery compartment is neither damaged nor corroded. The customer was assisted with self-test and it passed. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit, weak battery alarm or blank display noted, however the insulin pump was received with a corroded battery tube. The insulin pump had minor and deep scratched display window.